Event description:
Anesthesia performing epidural on laboring pt, a glass syringe from the epidural kit broke at the tip, below the metal where the glass and metal meet. Perifix continuous epidural anesthesia tray and 18g x 3-1/2in. -8.9cm- tuohy-schiff needle ref 332220, product code # ce18tk, MFR braun.